Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (thermal damage) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated and thermally damaged. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery. ************************************************************************************************************************************************************* device evaluation of battery pack is underway. The reported problem (battery pack may have thermal damage) is being investigated. Will submit emdr for potential malfunction. The root cause for the battery pack is underway.

Event description:
A us distributor reported that a battery may have thermal damage.

Event description:
A us distributor reported that a battery may have thermal damage.

Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (battery pack may have thermal damage) is being investigated. Will submit emdr for potential malfunction. The root cause for the battery pack is underway.